Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricle (rv) lead's helix failed to extend properly. Upon checking parameters, the lead exhibited over-sensed noise and high capture threshold which resulted in loss of capture. The physician elected to remove and replace the lead during the procedure. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events of helix mechanism issue, failure to capture and oversensing noise were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing found no conductor fractures, but internal shorts were noted at the connector region of the lead. X-ray examination showed that the inner coil was over torqued consistent with procedural damage. Visual examination found no anomalies. During testing after cleaning, the helix could be extended and retracted with the helix extension length measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil, while the cause of the reported events of failure to capture and oversensing noise was isolated to the shorting of conductors due to the over torqued inner coil consistent with procedural damage.